Event description:
Sample handler had positive control sample drops on the ends of tips when delivering 50ul of sample to wells during an hiv-1 p24 antigen assay. A svc engineer was dispatched and the tips were found to be slightly bent. No death or serious injury was associated with this event.